Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness presented in clinic. The patient is pacer dependent. Upon interrogation, the right ventricular lead exhibited noise. Isometric testing did not reproduce noise. On (B)(6) 2016 during lead revision, the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was fine and recovering well.